Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. Note - the distal tip outside diameter of the inner cutter (expanded area) was a turned / machined finish when compared the remainder of the tube. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 1st proximal valley while moving in a clockwise direction which resulted in the breakage. There were no signs of misuse or mishandling. There were no signs of bends or concentricity issues. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the bur broke during a procedure. There was no known patient impact reported.